Event description:
Upon picking up dental instrument after use on patient, it was apparent that the tip was missing. Surgeon was notified and visual inspection did not reveal or find the missing piece. X-ray taken and supervisor notified x-ray read and missing tip of instrument was not identified on x-ray per radiologist.

Event description:
Upon picking up dental instrument after use on patient, it was apparent that the tip was missing. Surgeon was notified and visual inspection did not reveal or find the missing piece. X-ray taken and supervisor notified x-ray read and missing tip of instrument was not identified on x-ray per radiologist.